Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) resulting in mitral valve insufficiency/regurgitation (mr) appears to be related to pre-existing patient anatomy of thin and friable leaflets. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 4614 was removed and 4624 was added.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr), prolapsed anterior leaflet, thin and friable leaflets for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, cardiac auscultation revealed a murmur at the mitral valve area. Echocardiography was done and it was determined that single leaflet device attachment (slda) has occurred with one of the mitraclip devices that had been implanted and mitraclip had detached from the posterior leaflet. Mr was grade 4+ after slda. It was noted that the patient required surgical procedure for valve replacement and removal of the mitraclip. It was noted that on 01 december 2025 during morning rounds, the patient was alert and in stable condition. Per the physician, the cause of the slda was determined to have been related to pre-existing patient anatomy of thin and friable leaflets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation (mr), prolapsed anterior leaflet, thin and friable leaflets for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2025, during in-hospital ultrasound follow-up, it was determined that single leaflet device attachment (slda) has occurred and leaflet was no longer attached to the posterior leaflet. Per the physician, slda was due to thin and friable leaflets. Mr was grade 4+ after slda.